Event description:
It was reported that during a proximal left anterior descending coronary artery stenting procedure, during predilatation with a 3.5x12mm nc trek a non-serious type b dissection occurred. A planned 3.5x15mm xience xpedition stent was implanted in the lesion, resolving the dissection; however, after stent implantation, a non-serious type b dissection occurred at the proximal edge of the stent. An unplanned 3.5x12mm xience xpedition was implanted to treat the dissection, resolving the event. There was no adverse sequela and one day post procedure, the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of dissection is listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The nc trek referenced is being filed under a separate medwatch.